Event description:
Additional information was received confirming that this device was explanted.

Event description:
Analysis of the save memory to disk later confirmed a device malfunction. Boston scientific technical services (ts) recommended device replacement. However, it was reported that the patient refused to have their device replaced. No adverse patient effects were reported. The device remains in service at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a code 1003 during a routine follow up. Additional information was received that the device was reprogrammed and the patient will have a follow-up next month. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed four low voltage alerts code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.